Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and noticed the rescue unit was not seated all the into the hybrid car causing the unit not to charge and both batteries were completely depleted. Upon seating the rescue unit into the hybrid card, the fse observed the charging indicators were working and the batteries were now charging. The fse also noticed the iabp was missing during the last preventative maintenance (pm) cycle and determined it was overdue for preventative maintenance (pm). Full pm, calibration, functional and safety tests were performed and passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp)was not charging the batteries. It is unknown the circumstances under which the event occurred. There was no patient involvement; thus no adverse event was reported.